Manufacturer narrative:
(B)(4). Device evaluated by MFR: received product consisted of an epic device with no other devices. The safety-lock was securely attached to the rack, as-received; however, it could not be determined if it was removed and replaced prior to return to bsc. The distal end of the stent was partially expanded a length of 5mm. The shaft was kinked 2mm distal of the handle. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that partial deployment of a stent occurred. The physician was removing the stent from the package and noticed that the stent was already partially deployed. The physician completed the procedure with another of the same device. There were no patient complications or injuries and the patient's condition was fine.

Event description:
It was reported that partial deployment of a stent occurred. The physician was removing the stent from the package and noticed that the stent was already partially deployed. The physician completed the procedure with another of the same device. There were no patient complications or injuries and the patient's condition was fine.

Manufacturer narrative:
(B)(4).